Event description:
It was reported that the user¿s sensor stopped providing glucose readings on the ilet and the system entered bg run mode, triggering a persistent mode alert until a sensor connection was restored. Symptoms included the absence of continuous glucose data. Outcomes included continued pump operation in bg run mode under user management without reported injury or medical intervention. Investigation included remote troubleshooting, which involved switching to a different sensor and re-pairing the cgm with the ilet. Investigation of this case revealed successful re-establishment of sensor pairing, consistent with a connectivity or pairing disruption between the cgm sensor and the ilet, with no device hardware malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable cgm communication loss resolved through re-pairing.